Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable broken at the distal idlers. The cable segment stuck out at the instrument's wrist approximately .524. Other cables at the wrist were not damaged. Additional observations not reported were scratch marks on the distal pulley located on the same side as the broken cable. An additional finding was various scratches on the distal end of the main tube showing light material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a mega needle driver instrument, a broken cable was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.